Event description:
It was reported that the patient presented for a device changeout procedure. Prior to the procedure, the left ventricular (lv) lead exhibited high capture threshold and high pacing impedance. The lv lead was capped and replaced on (B)(6) 2024. The patient was in stable condition.